Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Needed a tool to retrieve piece of tampon out of vagina...quarter size ball of cotton that was removed - tampax [foreign body in reproductive tract]. Retrieve piece of tampon out of vagina...quarter size ball of cotton that was removed - tampax [device breakage]. Case narrative: consumer reported via e-mail that there was a piece of tampon in her vagina. No serious injury reported.